Event description:
On 6/13/97 8:45 pm nurse went to irrigate gastric tube. Pump light on but no "cc's per hour" showing on panel and no drips noted in chamber. Resident did not received amount of tube feeding ordered. Resident is iddm and became hyproglycemic. Glucagon im x 2 given without effect. Sent to ER and was admitted.